Event description:
It was reported that this right ventricular (rv) lead dislodged, exhibited high pacing thresholds, loss of capture and failure to sense. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned and remains in service. No additional adverse effects were reported.